Event description:
The patient stated that she has been hospitalized twice due to the infusion set. She stated that the first hospitalization occurred on 2007 when her blood glucose was well over 600 mg/dl. Her normal range is 110-140 mg/dl. She reported that she had been vomiting for 30 hours. She was taken to the hosp where she was given and IV insulin drip and diagnosed with dka. She reported that the second incident occurred and she was taken to the hosp where she was given insulin injections to lower her blood glucose (value not provided). She stated that on both occasions, the cannula was bent and she was not receiving insulin. The product was requested to be returned for eval. The patient has switched to a different type of infusion set.